Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy and return of their tremors. Attempts to reprogram the dbs were performed however were unsuccessful. Image guided programming with brain lab revealed the lead was not in the intended brain target. It was noted that the lead may have migrated while securing lead during initial implant per the physicians assessment. The patient underwent a procedure where the dbs lead was removed, and a new lead was implanted in the planned target brain area. Physical analysis of the dbs lead was not performed as it was retained by the facility. The patients dbs was successfully programmed and is doing well.